Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not hear audible sound. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump had no delivery alarm and crack at top right corner. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. No audio/beep/vibrate anomaly noted. (B)(4).